Event description:
New information received notes that the right ventricular lead noise oversensing resulted in pacing inhibition. The physician noted that the damage on the proximal portion of lead was due to electrocautery and surgical damage. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing found shorting between conductors due to procedural damage to the inner insulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17881. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular and left ventricular leads exhibited oversensing of noise. During the noise, the patient complained of dizziness. No device intervention was performed. The patient was stable.